Manufacturer narrative:
D10. Concomitant product: sig45amt, tri-staple 2.0 45 artic med thick sulu (lot # p5k0946). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic lung resection, at the time of lung tissue resection, the reload articulation joint broke. The reload was cut off of the lung tissue using another stapler to free it. Additional lung capacity was sacrificed due to the extra cut needed to free the staple. Additional resection and re-stapling was performed to resolve the issue. The procedure was extended for an unknown duration.